Event description:
Physician was attempting to deliver 1 resolute integrity drug-eluting stent (3.00mm x 38mm) to a moderately calcified lesion in the rca with 90% stenosis and slight tortuosity but the distal end of the device got lodged in the proximal end of the guideliner and the distal stent strut lifted. The device was removed and another resolute integrity drug-eluting stent (3.00mm x 38mm) was used to complete the procedure. The patient experienced no adverse effect from this case. The lesion had been predilated. The device was inspected before use with no issues noted. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st distal stent segment was raised and deformed. The distal tip was slightly flared.

Manufacturer narrative:
Evaluation results: related to another device ¿ (resistance felt while the device was inside the guideliner). Inherent risk of procedure ¿ (stent deformation). (Deformation problem). Evaluation conclusions: operational context ¿ (resistance felt while the device was inside the guideliner). Inherent risk of procedure ¿ (stent deformation). (B)(4).